Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 480 mg/dl. Insulin injections and another pump were used to address the bg level. The customer reverted to using non-tandem pump to manage diabetes.